Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has low space. Upon some functional test, the fse replaced the ippc image hard disk, recreate image hard disk. After replacement ippc image hard disk the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the screen on the screen sometimes can't start up. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.